Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed for the reuse of supplies; however, a cause as to why the patient failed to follow proper therapy step procedures could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding an alarm. The technical service representative (tsr) advised the hp to close clamp on the supply line and attach a new bag to the new line. The hp removed the supply bag and attached a new bag to the same line. The tsr advised the hp at this time to start over with new supplies. The hp would start over with new supplies. There was patient involvement but there was no injury or medical intervention. Baxter contacted the nurse on (B)(6)-2011. The nurse stated that the patient had been transferred to hemo dialysis and was doing fine with hemo dialysis. There was no patient injury or medical intervention reported.